Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated the patient has been having trouble recharging the implant this year. Caller noted that the implant doesn't charge all the way, and they have to recharge it more often. Caller noted the patient has been recharging all day today, but the implant is only up to 50%. Caller added that the relay box on the recharger cord is getting really warm as well as the spot where the cord goes into the antenna. Caller denied seeing any error messages. Agent had caller examine the equipment for damage; caller noted no visible damage. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4) ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt rep called back and repeated information from original call. They said pt isn't able to charge at all now, and haven't received the package yet. Patient services (pss) reviewed package should arrive today. Patient's representative called back inquiring about the part to be returned, pss reviewed information.

Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.